Event description:
Intr-aortic balloon pump continued to alarm for gas loss which lead to the balloon not inflating. Alarm would intermittently self resolve or would require intr-aortic balloon pump to be put in standby mode to get the balloon to inflate properly.